Event description:
It was reported by service report that the foot-end brakes were not holding. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot-end brakes were not holding due to worn gill brake plate kit, and both head and foot-end working intermittently due to faulty brake crank assemblies.